Event description:
It was reported that an incomplete bolus alert was received, as the customer had not completed the bolus request. The customer's blood glucose level was impacted (elevated). During troubleshooting with tandem tech support, the pump data was reviewed and it was confirmed that the customer forgot to complete the bolus request and the customer took a correction bolus.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.